Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. Analysis of (B)(4) revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1. An internal inspection of the controller did not reveal moisture or foreign material. This issue is still being investigated. The premature switching events were most likely caused by a communication error between the controller and batteries. An internal investigation has been opened to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-03625, 3007042319-2015-03626 and 3007042319-2015-03627) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4) this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-03625, 3007042319-2015-03626 and 3007042319-2015-03627) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient's power sources were switching from one port to the other earlier than expected. The controller and batteries were exchanged with no effect on the patient. Investigation is ongoing.